Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4) implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial (B)(4) implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the hcp chose not to consider whether scar tissue was issue, considering the patient was still receiving about 70 % pain relief. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative (rep). It was reported that the patient had noticed a gradual loss of therapy on their left side. The patient has two occipital lead placements. In (B)(6) 2017 the left side lead was replaced for excessive oor electrodes and on (B)(6) 2018 they had their right side lead replaced for an excessive oor electrodes. On the day of the call the impedance test returned electrodes 1,4,5,6 to be oor. Testing at 1.5v electrode 4 is >20000 ohms and 1,5,and 6 were all >15,000 ohms. The rep was able to program around the oor electrodes, which per patient returned good coverage and pain relief. The patient confirmed that there were no falls or trauma. The issue was resolved at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that about a month ago the patient lost stimulation on the left side. The caller stated that on (B)(6) 2017 they met with the patient and they found during impedance testing that electrodes 4 and 6 were out of range. The caller programmed around the electrodes and the patient got stimulation back. The patient lost stimulation again on left side on april 8, 2017. The caller stated that today they met with the patient and found electrodes 3, 4, 6, 10, and 11 to be out of range. The patient was programmed on electrodes 0, 1, 2, and 5, and the patient got stimulation back. The caller stated that the patient will continue use of stimulation and re-evaluate if stimulation would be lost again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. It was reported that the patient initially had impedance and loss of therapy issues that started in (B)(6) 2017. They stated that the patient then had a lead revision on (B)(6) 2012, to resolve those issues. The rep noted that the patient had just called them on the day of the report, and informed them that they had lost coverage on their left side again. The rep met with the patient on (B)(6) to run impedances, and saw that electrode 4 on the left lead was showing impedances greater than 40,000 ohms, and all other impedances were less than 1,000 ohms. They noted that contact 4 wasn¿t an anode, and made sure that it would not be used. However, it appears that the loss of stimulation continued. The rep mentioned that the patient can feel stimulation at a sub-threshold at 10v. On (B)(6), the patient turned on stimulation, but couldn¿t feel anything on either side anymore. The rep stated that they are going to meet with the patient on (B)(6), and with the surgeon on (B)(6). The rep mentioned that the patient had great therapy following their initial implant and revision, but now they have lost therapeutic benefit. The rep stated that imaging is going to be done to see if the leads are moving. The rep thinks that possibly the patient¿s nerves are moving. They also think perhaps scar tissue is related to the sudden changes in impedances. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that no surgical action was being taken at this point. The patient continued to report good pain relief. There was a 70% reduction in pain with the system still on, she just did not perceive the stimulation as much. The cause of the high impedance and loss of stimulation and coverage was unknown, but the best guess would be the growth of scar tissue around the electrodes. No further complications were reported/anticipated.